Event description:
It was reported, "on the event date, he noticed that the item implanted in 2008, broke at lag screw level. Following that, he planned a revision surgery."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.